Event description:
During staff training, the defibrillator pad package was opened and the package was removed from the cable, ripping the cable coating and causing the wires to be exposed. No harm occurred to the staff.